Event description:
Representative reported that this device was explanted due to multiple inappropriate shocks being delivered to the patient. The shocks that were delivered appeared to be due to noise, and a lead revision was scheduled. The physician removed this device during lead revision. The device is currently with the pathology lab. The pathology lab has retained this device. Linox td 65/16, MDR 1028232-2009-00639.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.